Event description:
It was reported that the patient was very anxious. It was also reported that there was a patient alert for high impedance, noise and oversensing on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) initially the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with fifteen ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(6) 2012. Interference/noise was noted with a ventricular short interval count (v-sic) equal to 11.5 counts avg/day, in 86.48 days, between (B)(6) 2012. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum right ventricular pace equal to 968 to 3760 ohms peak between (B)(6) 2012. The lead integrity alert triggered. Programmer data shows one lead integrity alert on (B)(6) 2012 and one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The proximal segment of the lead was returned and analysis found no anomalies. However, there was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and visual analysis noted apparent explant damage.